Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Additional information: d4, g3, h2, h4.

Event description:
During an atrial fibrillation procedure, a prolonged procedure occurred due to an error message stating "surface electrode impedance error" and the troubleshooting involved to try and resolve the issue. Although multiple troubleshooting efforts were conducted, the issue could not be resolved and ultimately the system was replaced and the procedure was completed with no adverse consequences to the patient. During further troubleshooting, the issue was thought to have been stemming from the surfacelink.

Manufacturer narrative:
Corrected information: d1, d4, h4. One ensite x ep system surfacelink module was received for evaluation. Visual inspection revealed the exterior casing, labels, and electrical pins were free of physical damage. The cable insulation was intact, and the connector was free of physical damage. The module was recognized upon connecting to a test station. The field reported event was confirmed as a continuity test was unsuccessful. The voltage readings measured at the ¿n¿ ECG electrical pin verified the electrical pin was non-functional. Internal inspection discovered the internal cabling to the system reference pin was uncoupled. The soldering joint was dislodged due to an undetermined event. The root cause was isolated to an uncoupled internal cabling to the system reference pin. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was isolated to an uncoupled internal cabling to the system reference pin.

Event description:
During an atrial fibrillation procedure, a prolonged procedure occurred due to an error message stating "surface electrode impedance error" and the troubleshooting involved to try and resolve the issue. Although multiple troubleshooting efforts were conducted, the issue could not be resolved and ultimately the system was replaced and the procedure was completed with no adverse consequences to the patient.